Manufacturer narrative:
Initial reporter email: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd nexiva¿ closed IV catheter system, the user identified the label was missing print on the back of the package. The following information was provided by the initial reporter. The customer stated: this is a report about missing print on package. During the inspection at the customer's side, it was found that there was no print on the back of the package.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval: yes. D10: returned to manufacturer on: 2022-03-01. H6: investigation summary: our quality engineer inspected the sample and photographs submitted for evaluation. Bd received one unopened package. In addition, two photos were received. Upon inspection of the photos and the received package the defect of package print permanency was confirmed. Print is visible on the top of the package however it fades away as you move down and is not present on the bottom two thirds of the package. This was the physical/mechanical evidence to confirm and support a manufacturing process related issue for the reported defect relating to the printing process. Missing print may be a result of a clogged/damaged print head, top web break, top web splice, or a software issue. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported when using the bd nexiva¿ closed IV catheter system, the user identified the label was missing print on the back of the package. The following information was provided by the initial reporter. The customer stated: this is a report about missing print on package. During the inspection at the customer's side, it was found that there was no print on the back of the package.